Event description:
When surgeon inserted vena cava filter, the system failed to employ all the way. Surgeon had to perform laparotomy on the pt and put on an old conventional vena cava clip above the vena cava filter. During the laparotomy, after the conventional clip was applied, the surgeon was able to manipulate the vena cava filter to open. Device remained in pt as it could not be removed.